Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe and 3 three-way stop cocks were returned for evaluation. A non- edwards contamination shield and introducer were seated on the catheter from 63cm to 105cm. No packaging was returned. The thermistor was submerged in a 36.9 c water bath and read 36.9 c. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error message. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications at 40.09 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon, catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 20x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the event reported no actions will be taken at this time.

Event description:
It was reported that the "cco value was fluctuated abnormally on the first day of use." The value was not affected by the patient condition. It is unknown if an error message was observed or not. There seemed to be no occlusion, leakage or kink noted in the catheter. The sample of tracing was not available. There were no patient complications reported.